Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported the inflatable penile prosthesis did not work. There is no indication that a revision or replacement surgery has been performed to date. No patient complications were reported.

Event description:
It was reported the inflatable penile prosthesis did not work. There is no indication that a revision or replacement surgery has been performed to date. No patient complications were reported. There were no device issues, and the patient was doing fine after the revision surgery in 2019. Refer to mfg report # 2183959-2019-66556.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported the inflatable penile prosthesis did not work. There is no indication that a revision or replacement surgery has been performed to date. No patient complications were reported.

Manufacturer narrative:
B3: date of event: unknown, used the first day of the aware month.